Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing and high pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.